Manufacturer narrative:
This product is not marketed in the us. (B)(4). Under 21yrs of age at date of implant. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -8.50/+1.50/88 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The patient experienced lens rotation which was noted on (B)(6) 2022. Then on (B)(6) 2022 the lens was exchanged with a same length lens/model but different axis. This resolved the problem.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial, dry with residue/debris on the lens. Visual inspection found the lens optic torn/split and the lens haptic torn. Dimensional inspection found the lens within specifications. Claim#: (B)(4).